Manufacturer narrative:
Beginning may 31, 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/10/2003 and was last repaired on 02/05/2004. Evaluation of the device verified the comb to be damaged. The right end of the roller was gnarled and the roller gear was worn. Additionally, the right sliding pin could not be moved into the lock position. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Improper handling and lack of preventative maintenance by the user most likely caused the damage to the comb, which most likely caused the customer's reported event. Additionally, improper handling and lack of preventative maintenance most likely caused the damage to the roller and roller gear, ball detents and sliding pin of the device. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher had a bent bar. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.